Event description:
It was reported that approximately six years post-implantation, the patient underwent a hip revision due to unknown reasons. The liner was revised. It is unknown if other components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877503603; lot# 2897044; bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14. Cat# 00625006530; lot# 63696911; bone scr 6.5x30 self-tap. Cat# 32833401002; lot# 63667127; femoral pressurizer seal small natural. Cat# 00801102020; lot# 63777096; allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core. G2: foreign ¿ australia the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.